Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the detailed episode data was invalid for an event and the healthcare provider was not able to see an electrograms associated with the episode. The device remains in use. No patient complications have been reported as a result of this event.